Event description:
Boston scientific received information from the patient that the power brick for the communicator was extremely hot to the touch. The power supply was unplugged and plugged back in and the communicator did not power on. No patient injury was reported. A replacement communicator was shipped to the patient.

Manufacturer narrative:
The communicator was returned for analysis. The post market quality assurance laboratory confirmed the reported allegation. The communicator failed to power on with the returned power supply and the power brick became very warm after when plugged in for testing and the power supply case was found to be melted near the strain relief.